Event description:
It was reported that a patient experienced patient experienced pain and difficulty with sexual intercourse with a tactra malleable penile prosthesis. The physician believed that the pain was caused by the patient needing a more rigid device. The tactra was explanted, and a new inflatable penile prosthesis (ipp) was implanted. No additional patient complications were reported.

Event description:
It was reported that a patient experienced patient experienced pain and difficulty with sexual intercourse with a tactra malleable penile prosthesis. The physician believed that the pain was caused by the rigidity of the device. The tactra was explanted, and a new inflatable penile prosthesis (ipp) was implanted. No additional patient complications were reported.

Manufacturer narrative:
Based on the information available, the product analysis of the tactra malleable penile prosthesis was unable to be performed because the device was not returned to boston scientific. The reported pain and difficulty with sexual intercourse are anticipated in nature and documented in the instructions for use and hazard analysis. Although the cause of the event was not established, review of the labeling documentation did confirm there was no evidence the device was handled improperly, and the events are documented as adverse events of the surgical implant of the device. The labelling documentation does include pain and device operates differently than expected; therefore, the reported events are known inherent risks with the tactra malleable penile prosthesis.